Event description:
It was reported that episodes of inappropriate atrial tachycardia and atrial fibrillation detections due to oversensing were observed on the device. The issue was resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.